Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009.according to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient returned to the physician in (B)(6) 2013 and complained of pain in her lower left abdominal quadrant. The patient stated that recently it has become "more heightened." She reportedly did some heavy lifting in (B)(6), which caused her pain as well as some "dark and bloody" vaginal spotting. The patient was seen by the physician again on (B)(6) 2013. The physician performed a full vaginal examination and found no complications that may have been related to the obtryx device. Reportedly, the patient only felt pain when the physician applied deep pressure to her lower left abdominal quadrant. The patient had an ultrasound, which revealed no issues and confirmed that the patient's pain was unrelated to the obtryx device. The physician later opined that the patient's pain may either be related to the patient's menstrual cycles or an unspecified gastrointestinal issue, and referred the patient to her specialist. Per the physician, no additional information is available.